Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed "seroma recurrence." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "feels pain in the breasts, has seroma " on left side. The device remains implanted. Patient reported edema, cyst and capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late

Event description:
Patient reported "feels pain in the breasts, has seroma " on left side. The device remains implanted.